Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver experienced difficulty pairing a new dexcom g7 continuous glucose monitor to the ilet, and the pairing did not complete after approximately twenty minutes until guided troubleshooting was performed, including bluetooth toggling, device restart, and re-entry of the pairing code, after which the pairing process was restarted. Symptoms included no reported adverse symptoms and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and user-guided actions to reinitiate pairing. Investigation of this case revealed a pairing failure between the cgm and the ilet that was addressed through standard connectivity recovery steps, consistent with a transient communication or setup issue with no confirmed device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or a temporary connectivity issue.